Event description:
It is reported that a customer experienced high blood glucose of 555 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer declined trouble shooting the insulin pump and stated that they were running low on reservoirs. The patient's blood glucose was 56 mg/dl at the time of the call. The caller was a family relative who stated they had trouble with carelink. The call was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.